Event description:
Tip of carbon fiber hohman broke during anterior approach total hip surgery. Entire surgery was done under flouroscopy. No evidence of retained foreign object in patient. Hohman was sequestered removed from service.